Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a partial electrical reset. On (B)(6) 2015 critical ram parity error in address 0f 21. Power on reset (por) severity is low so the device should be able to fully recover after reset. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) experienced a power on reset (por) during a flight. The reset was cleared. The device remains in use. No patient complications have been reported as a result of this event.